Event description:
A customer contacted beckman coulter, inc. (Bci) in regards to an erroneously elevated troponin (accutni) result within risk stratification range generated on access 2 immunoassay system for one patient. The result was reported out of the laboratory. Subsequent testing produced a result within the normal reference range. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.

Manufacturer narrative:
Qc was within the established ranges prior to this event. A system check was performed on (B)(6) 2010. It failed initially but the results came within the specification upon repeat. The customer performed a 10 replicate precision test after the event, and it failed with a few fliers. A bci field service engineer (fse) visited the site on (B)(6) 2010. The fse performed a preventive maintenance: the fse replaced peri-pump tubing, substrate probe, adjusted the mixer speed and the transducer voltage. The fse performed a system check, which failed the substrate portion. The fse replaced the substrate valve and ran another system check, which was within the specifications. The fse performed a 30 replicate precision test and the results were within the specifications. Although hardware issues were addressed, a definitive root cause for this event has not been determined to date.